Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the tripwire broke resulting in the bands failing to deploy. The device was removed and replaced in the patient with active bleeding and the procedure was completed with another speedband superview super 7 device. The patient's condition at the conclusion of the procedure was reported to be stable.